Manufacturer narrative:
The device was received with no button response due to unlocked keypad connector on lcd board. The sensor anomaly or high predicted alarms were not able to be verified, due to no button response. The device was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states they are stuck on menu option because the buttons are unresponsive. The customer's blood glucose at the time was 256mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.